Event description:
Caller reported that an alarm 01 occurred with their device. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to load a second new cartridge after failing to verify cracks on the original one, and they successfully resumed insulin after following these steps.